Manufacturer narrative:
(B)(4) is based upon evaluation of user facility information and photographs of the involved sample; is based upon reserve sample testing. (B)(4) are based upon evaluation of user facility information and photographs of the involved sample; is based upon reserve sample testing. Although the involved device was not returned by the user facility, photographs were able to be obtained. Therefore, the investigation was based upon evaluation of user facility information, photographs of the involved device and representative reserve samples from the reported product code. Examination of photographs of the involved device confirmed that the sheath tubing had been separated exposing the inner coil wire. The coil wire appeared to have remained intact, but showed evidence of having been stretched. Inspection of representative retained samples found no defects or anomalies. Testing of representative retained samples confirmed that product performance specifications were met. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the involved device in the photographs is consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. The resistance may have been related to the reported "steep calcified bifurcation." The device labeling does address the potential for such an event by stating in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the guiding sheath became partially separated during removal following an interventional procedure in the sfa involving a "steep calcified bifurcation". Communication with the user facility indicated the following: the device "came apart in the body" upon removal; the patient required no intervention as a result of the separation; the initial procedure was completed successfully; and the patient was reported to be "fine."

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).